Manufacturer narrative:
Intuitive surgical inc. (Isi) received the vessel sealer extend (vse) instrument for failure analysis. Failure analysis found the primary finding of low torque to be related to the customer reported complaint. The vse instrument was found to have low torque based on a log review. Visual inspection did not reveal any damage. The instrument was placed on an in-house system. The instrument failed the self-test. The blade had become dislodged. The vse instrument also had a dislodged blade. Visual inspection showed that the blade was exposed outside of the blade garage 0.109". The knife slot measurement was 0.027". No conductor wire damage or snake wrist damage was found. There was a substantial number of bio-debris found at the instrument tips. The instrument was placed on the in-house system and failed homing during initialization. The dislodged blade was likely causing failure during initialization. The blade was manually retracted, retested and failed initialization on every attempts.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the customer reported an incomplete seal with the vessel sealer extend (vse) instrument. The system displayed an error message to remove the vse instrument due to the sealing issue. The procedure was completed with no reported injury.